Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site and we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) while wearing a pod between 4 and 24 hours. It was reported the patients blood glucose level read high (>500 mg/dl). In addition it was reported once the pod was removed from the infusion site (abdomen) the patient was unsure if the cannula was properly seated in the infusion site (abdomen) and was bent. The patient experienced symptoms of hyperglycemia, vomiting and sleeping. As treatment the patients parent had administered 7 units of insulin via injection. Once the patient arrived at the health care center the patient was transferred to the hospital. Once at the hospital the patients reported blood glucose level was 315 mg/dl. The patient was given intravenous fluids and an insulin drip. The patient was released from the hospital after 1 day.